Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor enclosure was damaged and a battery pack was unable to be inserted. The root cause was physical damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.